Manufacturer narrative:
(B)(4). A visual, function and dimensional inspection could not be conducted since the device sample was not returned for evaluation. The complaint sample will not be returned for investigation purposes. No corrective/preventative actions assigned. A root cause cannot be established.

Event description:
The customer alleges that the handle initially worked when tested, but upon applying to the gr blade, the handle did not work.